Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that a patient enrolled in the (B)(6) clinical study underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, pain, limp and polyethylene wear of the acetabular liner were noted. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07305 / -08295).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that a patient enrolled in the (B)(6) clinical study underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, pain, limp, and polyethylene wear of the acetabular liner were noted. In addition, cup inclination measured outside of the safe zone limits, indicating malpositioning. No revision procedure has been reported.